Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 13 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had elevated lactate dehydrogenase (ldh) postop day number 12. The patient was also status post aortic valve replacement (avr) and mitral valve replacement. Lvad function was reported as stable and the set speed was to be continued. The patient was anticoagulated with heparin infusion, with plans to continue heparin. The mechanical valves remained in place with aortic valve closed. Inr goal was to be between 2.5 and 3.5. It was reported that the elevated ldh was likely more related to mechanical mitral valve and lvad dysfunction.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.